Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valve in the tricuspid position, a permanent pacemaker was implanted due to second degree heart block. No additional adverse patient effects were reported.